Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have two (2) severely bent grips, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier instrument would not close the clip after multiple attempts, despite repositioning, and reloading the clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue is related to unsuccessful clip application. The weck hem-o-lok medium/large polymer clips #544230 were the type and size clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the 1st clip application. The issue was resolved with a backup medium-large clip applier instrument. There are no photos and/or videos of this event available for isi review. The following patient demographics were provided: age and units, date of birth, gender, weight and units, ethnicity, and race.